Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother called in to report high blood glucose levels. The customer's blood glucose levels ranged from 300 to 450 mg/dl. The caller stated the blood glucose levels were fine at night but were high during the day. The customer treated with a manual injection. The caller declined to check for leaks and air bubbles. The caller checked and found that the insulin was clear, the site was typically sore due to the tape, the time and date settings were correct, the bolus wizard was programmed accurately, and the high pressure test passed. The caller was advised that the customer should change their entire set, reservoir, and insulin and treat per their health care provider's instructions. The caller was advised to contact their doctor for the unexplained high blood glucose levels. Nothing was replaced or returned.